Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty loading the cartridge onto the pump. Reportedly, cartridge tracks are warped. There was no adverse impact to customer's blood glucose level. Ultimately, the customer successfully loaded the cartridge and was able to resume insulin delivery.